Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The reported condition of the device being broken (2+pieces) was verified. Therefore, this complaint can be confirmed. Upon inspecting the device, further deficiencies were found to be impairing the device function. Visual inspection revealed that the jaws on the device are intact. However, the jaw to shaft pin was found to be missing from its intended space. Additionally, a eiii needle was loaded to test the functionality of the device and deployed successfully. However, the top jaw seems to be loose and does not open/close as intended when the trigger was actuated. One possible root cause can be attributed to user technique. Clamping excessive tissue between the jaws combined with repetitive twisting action during a procedure exerts excess side load on the jaw pin, resulting in the jaw pin being loose/missing from its space. Hence, allowing the jaw to break off of the device during cleaning as experienced by the customer. Given the information provided, the possible root cause for the reported failure can be attributed to component failure. Furthermore, a manufacturing record evaluation was performed for the finished device 32667-150811 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that post to an unknown procedure during cleaning the jaw on the customer's expressew iii suture passer without hook broke off. There was no patient involvement. The procedure had been completed with the device prior to the issue occurring with no surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.